Manufacturer narrative:
General conclusion: it was not possible to confirm the alleged event due to insufficient clinical evidence. Dfu: the instructions for use in the directions for use were reviewed, to determinate if there are indications that ensure the prevention and good handling of the product. For this event, it is considered that the information is suitable for the section of surgical precautions as follows: unsatisfactory results/cosmetic defect ¿ unsatisfactory results such as stretch marks, visibility and dissatisfaction with the implant volume may occur. Some of these results may cause discomfort. Pre-existing asymmetry may not be entirely correctable by implant surgery. Revision surgery could be indicated to increase patient satisfaction, but this involves additional considerations and risks. Careful preoperative planning and surgical technique can minimize but not always prevent unsatisfactory results. Per our directions for use, each patient must receive the establishment labs s.a. ¿motiva implants®: information for the patient¿ during her surgical consultation, it is the surgeons´ responsibility to ensure that the patient completely understands the information regarding the risks, benefits, and recommendations associated with silicone gel-filled breast implant surgery, as well as the complications typical of any type of surgery. This document is available in motiva® website: IFU.motiva. Health. DHR: also, a complete review of the DHR was carried out, no deviation was found in the process, so it is established that there is no evidence of a relationship between the event and the manufacturing process. Shell manufacturing: no deviation or abnormality detected, gel mixing: no deviation or abnormality detected, primary packaging: no deviation or abnormality detected, sterilization: no deviation or abnormality detected, second sterilization round: no deviation or abnormality detected, secondary packaging: no deviation or abnormality detected, labeling: no deviation or abnormality detected. At establishment labs, we are committed to patient safety and continually evaluate the performance of our devices through post-market surveillance of reported complaints & adverse events.

Event description:
Title: unspecified failure description: UK. It was reported that a patient had her breast surgery augmentation on turkey on (B)(6) 2025, after that she was in the hospital with IV antibiotic, now she needs to remove her implants